Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the implant was removed due to pain.

Manufacturer narrative:
One implant was returned for investigation. Visual evaluation of the as returned product identified signs of wear around the external threads but no evidence of any significant damage or deformation. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The reported device was measured with calipers and the device was verified to match specifications. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable.

Event description:
No further event information available at the time of this report.